Event description:
It was reported that in 2011 the patient underwent a partial nephrectomy in which a hernia later developed in the "left flank." As reported on 08/06/2013 the patient underwent repair of the hernia and was implanted with a ventrio st mesh. As reported immediately following the repair the patient began to experience pain on the left side between the "clavicle and waist." Contact reports the patient has undergone imaging studies in relation to the pain but has not had additional associated surgery. It was reported that, about 9 months following the patient's first hernia repair with a bard ventrio st mesh (device #1) he was diagnosed with an incisional hernia. On 5/29/2014 the patient underwent repair with the implant of a bard ventrio st mesh (device #2). Postoperatively, the patient experienced pain and cramping; however, was advised at the time by his surgeon that the pain was postsurgical. The patient consulted with his primary care physician with complaints of abdominal pain and cramping and underwent a CT scan, reportedly the results were within normal limits. The patient was referred to see a surgeon who reported he would remove the mesh due to the patient's request; however, as reported "the patient's insurance would not cover the procedure unless there was an issue with the mesh device."

Manufacturer narrative:
This is an addendum to the initial emdr to document additional information and to make a correction to the date of implant. The results of this investigation remain the same. No conclusion can be made. Based on the information provided the cause of the patient's postoperative complications cannot be determined. As reported the patient underwent imaging studies, and the results were within normal limits. The patient is seeking explant of the mesh, however at this time the mesh remains implanted. A review of the manufacturing records was performed and found that the lot was manufactured to specification should additional information be obtained, a supplemental emdr will be submitted. This emdr represents device #1 implant in 2013. An additional emdr was submitted to represent device #2 implanted in 2014.

Manufacturer narrative:
No conclusion can be made. As reported the patient underwent imaging studies; the results of the studies were not provided. Based on the information provided we are unable to determine to what extent, if any, the ventrio st mesh device may have caused or contributed to the alleged postoperative pain. Should additional information be obtained, a supplemental emdr will be submitted. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
It was reported that in 2011 the patient underwent a partial nephrectomy in which a hernia later developed in the "left flank." As reported on (B)(6) 2013 the patient underwent repair of the hernia and was implanted with a ventrio st mesh. As reported immediately following the repair the patient began to experience pain on the left side between the "clavicle and waist." Contact reports the patient has undergone imaging studies in relation to the pain but has not had additional associated surgery.